Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hyperglycemic event and an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. Patient stated that she felt weak, achy, and her vision was blurring. At that point she checked cgm and bg meter and noticed her bg meter was giving much higher readings than cgm. Patient's friend drove patient to endocrinologist and patient was given insulin to treat hyperglycemia. Patient did not calibrate correctly according to user guide recommendations. At the time of contact with dexcom technical support, no further medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).